Manufacturer narrative:
Updated incident description.

Event description:
Allegedly, on or about (B)(6) 2020 it was discovered that the device failed due to metal debris, corrosion and resultant metal ions, due to the metal on metal design between the articulating surfaces. This patient had metal on polyethylene articulating components. It is also alleged that the femoral stem was loose and had areas of corrosion between the modular neck and femoral stem.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on or about (B)(6) 2020 it was discovered that the device failed due to metal debris, corrosion and resultant metal ions, due to the metal on metal design between the articulating surfaces. This patient had metal and polyethylene articulating components.